Event description:
It was reported that the device was difficult to interrogate due to suspected electromagnetic interference during a routine-follow-up. The patient was asymptomatic and will continue to be monitored with follow-ups.